Event description:
Injury (needle): infected injection site: a woman reported that a novofine 30 needle broke off in her son's abdomen and had to be removed by a physician in the emergency after x-ray location. A week later the incision became infected and her son had to be treated with antibiotics. The woman stated that her son self-administers the injections and that she was not in the room when the needle broke. She stated that her son uses the needles only once then discards them. She also stated that her son is very lean and he only uses his abdomen and thighs as injection sites. The woman reported that the incision appears to be fully healed at this time.